Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The surgeon of this procedure was contacted, and additional information was obtained about the complaint: the surgeon said that while firing on the bronchus, they received a message stating the reload blade was exposed. The surgeon thought it was strange that the stapler did not pause to compress the tissue, but she stopped firing right away. Another sureform 45 stapler and green reload were installed to continue and complete this staple line. The surgeon noted that the staple line that was not completed had no holes, no malformed staples, and the tissue was not pushed. The surgeon clarified that the bronchus did move while it was being fired upon; however, that was a normal movement for surgical stapling, and she did not consider it excessive or an issue. The staple line was noted to only have malformed staples ahead of the reload blade. The staple line behind the blade was in good condition with no observed issues. The surgeon said the patient was fine.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Failure analysis investigations confirmed the reported event for the sureform 45 green reload. Specifically, it was found that the reload had the knife exposed within the knife track. A firing failure was identified with this reload. Common causes of this exposed blade firing failure can be attributed to various factors such as instrument damage, target tissue condition, and/or the presence of foreign objects that can cause stapler firing forces to exceed the prescribed limit, resulting in a partial fire. The reload was disassembled and cartridge damage was found along the knife track. The reload had a damaged blade with mechanical indentations. These failures are commonly attributed to user error. Failure analysis investigations confirmed the reported event for the sureform 45 stapler instrument. The firing failure observed in the logs could not be replicated during in-house testing. The instrument passed initialization, recognition, engagement, movement in all directions, and jaw clamp/unclamp tests. The instrument was fired using a sureform green 45 reload, and was installed and removed without any problems. The stapler logs show sureform 45 stapler instrument (part number 480545-04, lot number l10230405-0256) was installed on the system 7 times and fired 7 reloads (6 white, followed by 1 green). On installs 1-6, the first clamp was successful, and the firings were completed with no pauses for compression on each. On install 7, the first clamp was successful, but was followed by a firing failure. The firing stopped at about 91% completion. The instrument was then removed and not used again in the procedure. There were no incomplete clamps, or incomplete unclamps by this instrument. There were no stapler related errors in the system logs.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 stapler instrument fired a green reload which stopped halfway and the reload would not come out. The procedure was completed as planned. Prior to use, the sureform 45 stapler instrument was inspected with no noted damage. The surgeon opted to use a green reload during this fire due to the size of the bronchus they were going to staple. The bronchus tissue was not calcified, was not under tension or bunched prior to clamping, and was not recently exposed to radiation or chemotherapy. This fire was not over a previous staple line, nor was buttress material in use. The customer noted that the firing of this green reload was interrupted, and the target tissue was pushed forward in the stapler instrument jaws. There were malformed staples, and reload blade was exposed (an error message stating the blade was exposed was received). It was noted that the reload could not be removed from the stapler instrument after this event. The green reload was not stuck to tissue. The customer reported that there were no missing staples from the part of the staple line that was applied; there were no holes or gaps in the line. This staple line did not bleed, and there was no unplanned tissue removal due to this event. After this event, the customer installed a new stapler instrument to continue and complete the procedure as planned. There are no images or video of this event.